Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported that the insulin pump would not turn on. The insulin pump's history showed that an error alarm was returned. During troubleshooting, customer reported that the insulin pump kept turning off and on. Blood glucose level was 267 mg/dl at the time of the call. No further information was provided.